Event description:
It was reported that there was a possible pump pocket infection, and the entire pump system was explanted. The pump was initially implanted on (B)(6) 2012. The pump pocket incision developed a "red wound", had serous drainage and had problems with healing. It was reported that the symptoms and possible infection was possibly related to the implant procedure. The pump was explanted on (B)(6) 2012. The patient's outcome was reported as resolved without sequelae. The medication in the pump was fentanyl and bupivicaine

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8731 lot# b005840n64, implanted: 2004 (B)(6), explanted: 2012 (B)(6). Product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).